Event description:
It was reported that a spectrum pump turns off by itself. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet specification in relation to the reported pump turns off without user input which was not reproduced. Review of the history log found no indication of the unit "turning off by itself" and there were no improper shutdown events. Multiple occurrences of system error 322 were confirmed through the event history log. The history log shows that after the system error 322, the unit was powered off by a user which is indicated in the log as "pump off." The evaluation was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.